Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a4; b6; b7; d4; g3; h2; h6.

Event description:
No further information at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected}. Updated: a1; a2; a3; b3; b5; b6; b7; d1; d2; e1; e2; e3; d4; g2; g3; g4; h2; h6.

Event description:
It was reported that the patient underwent a right total hip arthroplasty. The patient subsequently developed complications associated with metallosis and elevated chromium levels and was revised approximately 3 years later. During the revision, a substantial amount of gray-colored tissue, pseudotumor formation, and metallosis deposits were observed. The femoral stem, acetabular shell, and liner were found to be stable and were therefore retained. The femoral head was revised without complications. Attempts have been made and no further information has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were {update/corrected} updated: d4; g3; h2; h3; h4; h6 no product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: findings consistent with adverse reaction to metal debris or trunnionosis. Lab results: chromium 24 (high), cobalt 120 (high). Revision right total hip arthroplasty. Right hip metalosis/trunnionosis with elevated metal ions and abductor repair. Significant amount of gray-colored tissue, significant amount of pseudotumor and metalosis deposits. Micro damage to the trunnion a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the patient underwent an initial hip procedure. Subsequently, it was reported that patient is experiencing problems due to metallosis and high chromium levels. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Proposed component code: mechanical (g04) - stem. G2: foreign: canada. The customer has indicated that the product will not be returned to zimmer biomet for investigation as it remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.